Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during percutaneous transluminal angioplasty procedure, difficulty in catheter removal and shaft broke occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous anterior tibial artery. A 2mm x 150mm x 150cm coyote balloon catheter was used to treat the lesion. After dilating the lesion, the physician attempted to remove this complaint device. However, the device could not be removed. The physician pulled the device a few times and the extension was separated. The shaft of the complaint device was cut by scissors, then the device and the guide wire were removed as a unit. The procedure was completed with a 2mm x 220mm coyote otw balloon catheter. There were no patient complications reported and the patient's status post-procedure was good.